Event description:
It was reported to philips that the device had a power problem. There was no patient involvement.

Manufacturer narrative:
Remote support from the customer care solution center was received, during which the customer indicated the issue was resolved by repositioning the device cart and the customer determined there was an issue with an external power strip. Multiple requests were made to confirm the reported issue and obtain how this issue was resolved; however, no information could be provided.